Event description:
A programmed ms3 replacement pump (sn: (B)(4)) was received by patient today but caregiver stated pump was not programmed and he was unable to get to a screen which would allow him to program it. Pump was never used by patient. Patient has 2 working pumps in the home but one is due for maintenance and needs to be replaced. New pump to shipped today for early am tomorrow. Dose or amount: remodulin 45 nkm. Frequency: cont. Route: sq. Reason for use: pah.